Event description:
Additional information was received that a revision procedure was performed. This ra lead was surgically abandoned due to increased pacing threshold measurements. No adverse patient effects were reported during the procedure.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 3000 ohms, noise and loss of capture. The ra lead was electrically abandoned by programming the device to vvi. Boston scientific technical services (ts) suggested an x-ray to assess the integrity of the lead. The patient was referred to an electrophysiologist (ep) where it was decided to monitor the patient since the patient has an underlying atrial rhythm, thus no adverse effects had occurred. The ep stated that the ra lead issue will be corrected in the future at the next device replacement procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed the lead to be fractured approximately 28.5 cm from the terminal pin. Due to the location, the fracture was likely due to clavicle first/rib entrapment.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this lead was explanted and returned for reliability analysis.